Manufacturer narrative:
Additional information: b5, b6. B5: upon follow up, it was reported the patient experienced fungal peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from peritonitis. On an unknown date, pd therapy was discontinued , the pd catheter was removed and the patient was shifted to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "patient living in unhygienic area". The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized due to abdominal pain and cloudy effluent and remains hospitalized. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from the events. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.